Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an interventional procedure. Reportedly, the physician followed all the steps properly, but the clip did not deploy. Manual compression was used to achieve hemostasis. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was provided. Review of the device history record did not produce any findings relevant to this report.